Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 4.0mm x 40mm x 80cm sterling balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.